Event description:
Carotid stenting of a moderately calcified ostial stenosis of left common carotid artery was performed with no distal placement of a protection filter and no predilation. After carotid monorail wallstent implantation, the stent delivery system was removed with the choice pt guidewire out of the long sheath. A smooth resistance was noted during withdrawal. After complete removal, it was noted there was breakage of the distal segment of the stent delivery device with fragments lost in the aorta. The physician noticed that the distal segment of the stent device disaappeared (from the tip to the monorail hole) in the aorta. The procedure was successfully completed with this device. No pt injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and co is not able to determine the root cause of this event.